Event description:
Explanted device was received for evaluation.

Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic,. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
X-ray. Device evaluation summary - leaflet 1 folded up towards the outflow aspect and created a gap at coaptation area. The leaflets were stiffer than non-implanted valve. Cusp areas of leaflets 2 and 3 also were also curled up or wavy. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 1mm. Host tissue fused leaflets 1 and 2 at commissure 2 by approximately 2mm at outflow aspect. Host tissue was minimal at both stent inflow and stent outflow. Twenty percent of the sewing ring had been cut near commissure 1 and was not returned with the valve. Metal band was exposed at inflow aspect. X-ray showed wireform distortion at commissure 2. Additional manufacturer narrative - the report deterioration of sewing ring in this valve could not be confirmed. The sewing ring on the returned device had been cut.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately four (4) months and eleven (11) days, was explanted due to perivalvular leak secondary to severe deterioration of the valve skirt. The patient has a history of smoking and alcoholism. The explanted device was replaced with a 23mm same model valve. The patient was reported in stable condition.